Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2009, alleging that her onetouch ultramini meter "324 and 365 mg/dl" blood glucose results were inaccurate high compared to her feelings/normal readings. The pt was unable/unwilling to report when the alleged inaccuracy issue began. She claimed that as a result of the alleged high meter readings, the pt took increased doses of insulin (unspecified type/dose), which reportedly brought her to go "too low." Based on this info, it is unclear if the pt developed physical symptoms of hypoglycemia or if she obtained "low" meter readings. It is also not known if the pt received any treatment when she went "low." No other blood glucose results were reported. The customer service rep attempted to walk her through a control solution test but she did not have the appropriate testing supplies at the time of the call. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly became "too low" after taking increased insulin dosages as a result of her alleged inaccurate high meter readings.